Event description:
Pt returned to o.r. For removal of ruptured breast implants. New bilateral breast implants with saline were implanted. Original implants had been placed 12 years prior to this event.